Manufacturer narrative:
(B)(4). No issues relating to this complaint were observed during production of this batch. The labelling and directions for use were reviewed and were considered adequate the root cause of the issue relating to this complaint was the technique used to attach the minicap to the transfer set. The complaint appears to be related to user error.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample was not available for evaluation. A batch review was performed and no issues relating to this complaint were noted in the review of the batch file. This event was reported as being the result of a use error by the patient with no allegation of a device malfunction against the baxter products involved. Baxter has conducted a trend review for loose minicaps and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report received on (B)(6) 2010 by baxter (B)(4) from a patient who was in training for capd (continuous ambulatory peritoneal dialysis). On the first or second day after the connection, the minicap had been changed and the patient returned home and lost the minicap. He stayed two days without the minicap on the catheter before he noticed it was missing. The patient experienced peritonitis which led to antibiotic treatment on (B)(6) 2010. One unit was involved. On (B)(6) 2011 the physician reported the dialysis solution is not the root cause of the infection and that it is linked to the loose/disconnected minicap. Additional information received on (B)(6) 2011 revealed that the patient was treated for peritonitis on (B)(6) 2010. The patient was treated with cefazolin for 15 days. The patient had not yet completed training and had not yet started peritoneal dialysis therapy at the time of this event. The reporter stated that the cause of this peritonitis was that the minicap was not tightened enough by the patient. The patient was retrained that the minicap needs to be screwed on tight in order to prevent it from falling off. No further information is available.